Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a f/u report will be submitted.

Event description:
It was reported air was aspirated from the sideport of a swartz braided introducer during an ablation procedure. Another introducer was used to complete the procedure with no consequences to the pt. Additional info was requested but was unavailable.